Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Later on, the same day, the patient presented symptoms of disorientation. At the time, her (cgm indicated a glucose level of 59 mg/dl, while a concurrent blood glucose (bg) meter reading showed 963 mg/dl. The patient was using a tandem insulin pump. A family member transported the patient to the emergency room, where she was promptly admitted to the intensive care unit (ICU). Treatment included insulin, potassium, and magnesium administration. Additional unspecified blood work was also performed during her stay. The patient was discharged home the following day, on (B)(6) 2025, and was reported to be fully recovered at the time of follow-up. Although the report states the patient was discharged the next/following day, the length of time in the hospital (less than or more than 24 hours) is unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.